Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision of 7-8 millimeters was observed when in the sinuses. It was reported that following a passing registration, the accuracy was checked on known anatomical landmarks and the imprecision was then observed when navigating. Additional registration attempts were made without resolution. The surgeon opted to continue the procedure with limited navigation and there was a reported delay of five minutes to the procedure due to the reported issue. There was no reported impact on patient outcome. Following the procedure, a photo of the patient registration was provided, it was noted that the top of the head was missing from the scan and that limited registration points on the nose of the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the anomaly. The investigation found that the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system was used in subsequent procedures without replication of the reported issue.